Event description:
Edwards received notification of a sapien m3 procedure in mitral position where the valve was successfully implanted with no central leak noted. A plug was implanted in the medial commissure (mc) position due to a moderate pvl (paravalvular leak). A trace leak was noted post-intervention.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.